Event description:
It was reported that the patient underwent a posterolateral fusion l5-s1 due to spondylolisthesis, scoliosis, and stenosis. 16 ccs of rhbmp-2/acs were used. Estimated intraoperative blood loss was 1200 ccs, or time was 349 min, hospital stay was 264 hrs. Twelve months post-op, the patient presented with moderate radiculopathy at s1. 16 months post-op, the patient underwent l5 hardware removal (screws) and distal portion of the rods. The patient returned to work 652 days post-op. The patient was last seen 4 months post-operatively; no additional complications were reported.

Event description:
It was reported that the patients underwent posterolateral fusions using rhbmp-2/acs. Fusions were from 1 to 4 levels. An unknown time post-operatively an unknown number of patients experienced radiculopathy.

Manufacturer narrative:
Mastergraft granules. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.